Event description:
After the patient¿s pump was implanted on (B)(6) 2015, the patient experienced problems with headaches. As a result, the patient had a test done and it was confirmed that the patient had a csf (cerebral spinal fluid) leak. The patient had a blood patch. It was reported that the patient still had headaches post blood patch, although they were not as bad. The patient was seen by his physician for further assistance. The patient¿s physician was his anesthesiologist since the patient was (B)(6) years old and also performed the patient¿s brain mris (magnetic resonance image) when they needed to be performed. Six months after the pump implant, the physician did another test to see if there were any more csf leaks and to confirm that the blood patch worked. It was noted that the ¿burchiels group¿ would increase the patient¿s dose every 2 weeks by approximately 5%, but the physician increased the patient¿s dose by 50% because the physician knew the patient could tolerate the dose increase and had a high pain tolerance. The physician had tried morphine and ¿other stuff,¿ 2-3 other oral drugs to see how the patient would react prior to adding to the pump. The patient was fine as of the date of this report and only had lioresal being administered via the pump. The patient was given 4 boluses/day which was noted to have worked better.

Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).